Event description:
The pt underwent right hip surgery on (B)(6) 2011 at (B)(6) hospital. The pt reported that, "3 weeks after her surgery she knew there was something wrong, as she was experiencing unusual pain." She further reported that, "the pain has gotten progressively worse and she is also experiencing immobility in her leg." The pt is requesting compensation for her future revision and lost wages as she has been out of work for a year without health insurance due to the pain and suffering.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The device remained implanted in the pt. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.